Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited high impedance measurement and high capture thresholds resulting in loss of capture. X-rays were performed and programming changes were made. The patient experienced no adverse consequences.